Manufacturer narrative:
This case is found duplicate of (B)(4) as per investigator¿s confirmation. Thus, please refer to emdr report (MFR report number: 3030677-2024-00274) for further details.

Manufacturer narrative:
Reporter last name: (B)(6). Reporting address line 1: (B)(6). Reporter city: (B)(6). Reporting address state: (B)(6). Reporting address postal: (B)(6). Reporting institution phone: (B)(6). Reporter phone: (B)(6). A follow up report will be submitted upon completion of the investigation.

Event description:
Philips received a complaint on the defibrillator/monitor indicating that following cardiac arrest, the patient was shocked once, and the doctor wanted a second shock, which he was unable to provide. There was continuous beeping and red alarm. We are considering this to be a serious injury due to a serious deterioration in the state of health of the patient because life-saving therapy/treatment may have been interrupted/delayed. The efficia dfm100 defibrillator, model# 866199, is substantially similar to the heartstart xl+ defibrillator (model # 861290) and will be reported in the united states under device model # 861290.